Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).

Event description:
A surgeon reported glistenings following bilateral intraocular lens (iol) implant surgeries. There are three medical device reports associated with this event. This report is for the bilaterally implanted patient's right eye. The report for the unknown patients has previously been reported on manufacturer report number 1119421-2013-00350.